Manufacturer narrative:
The unit alarmed button error followed by an intermittent button response due to a corroded keypad. There were no traces of moisture at the electronic or motor assemblies per visual inspection. The unit was received with a cracked reservoir tube lip and a minor scratched lcd window.(B)(4).

Event description:
The customer called in to report a button error alarm and a beeping insulin pump. The customer's blood glucose level was 143 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.